Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: there was one unexplained pump reboot observed in the black box. The pump was successfully run on a 24 hour basal program with no loss of power duplicated. The battery compartment was cracked with corrosion observed inside. The leak test failed due to the battery compartment leak. The returned battery cap and test cap both attached securely to the pump. The pump was opened and no damage or moisture was observed internally. Unrelated to the original complaint, the display was dim and discolored and the pump case was cracked near the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).